Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection however, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. Remote troubleshooting resolved the issue through adjusting settings. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the monitor experienced a no internal wire image issue during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.